Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, that the patient underwent for a surgery. During the surgery, the screwdrivers are stripping and getting stuck in screws. It was noticed in the poly screws and the final tightening time. It was unknown if the surgery completed successfully without delay. There were no patient consequences are reported. This complaint involves unknown number of devices. This report is for (1) mini polyaxial screwdriver. This report is 1 of 6 for (B)(4).